Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16 atms on the first inflation during the post dilation of a bare metal stent. The lesion being treated was located in the severly calcified and 90% stenotic proximal right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with a different device and the deployment of a non-bsc stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.